Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had blank display. The customer's blood glucose was 104 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.